Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider on 06-jun-2019 who reported that the patient called a few weeks ago and had a sudden onset of numbness from the waist down. Per the healthcare provider, the patient was seen and was diagnosed with a fractured catheter.. At the time of the catheter fracture the pump was programmed to minimum rate mode. The pump was infusing prialt 100mcg/ml. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted:(B)(6) 2008, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 07-aug-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacture representative (rep) regarding a patient that was receiving unknown drug via an implanted pump. The indication for use was non-malignant pain. It was reported that the patient felt a pop in their back on (B)(6) 2019. The patient had a dye study done that confirmed a disconnect with the catheter. The patient's catheter was explanted, on (B)(6) 2019, and discarded by the customer. It was noted the issue had resolved.